Event description:
The distributor reported that a metal flake and smoke came out of the device during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.